Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospital a year prior to call due to high and low blood glucose. Customer had a memory problem and was not able to remember hospitalization information. Customer was wearing insulin pump at the time of hospitalization. Healthcare professional took customer off of insulin pump therapy due to customer not knowing how to use insulin pump. Customer wanted to get back on insulin pump therapy. Troubleshooting could not be performed due to customer not having the correct insulin type for insulin pump.